Event description:
Customer called to report a hospitalization due to high blood glucose. The blood glucose reading is 290 mg/dl. The blood glucose reading at the time of the event was 494 mg/dl. Customer was treated with insulin and and fluids. During troubleshooting, the insulin pump did alarm button error. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
No button response due to moisture damage found on keypad traces. No button error alarms noted. Unable to perform functional test including displacement, prime, basic occlusion, occlusion and no delivery test due to no button response.